Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump's display screen had been dim and then went completely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: when the pump was powered on the display screen was blank. The pump case was opened and the display was found to be cracked. When replaced with a test display it functioned properly. Unrelated to the complaint, the pump was returned with the keypad completely peeled off, but the up arrow, down arrow, and ok keypad buttons all responded properly. The contrast button contact was missing from the keypad and contamination was found under the up arrow, down arrow, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.